Event description:
The customer reported the ventilator was displaying a proximal pressure sensor autozero failure. The customer reported the device was not in use therefore there was no patient involvement or harm. The reported failure may result in a vent inop condition during operation in normal ventilation mode. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the solenoid valve to address the reported problem. A vent inop will result in a visual and audible alarm(s) and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Solenoid valve.